Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0352820. Medical device expiration date: 2021-12-31. Device manufacture date: 2020-12-17. Medical device lot #: 0311182. Medical device expiration date: 2021-11-30. Device manufacture date: 2020-11-06. Medical device lot #: 0104107. Medical device expiration date: 2021-04-30. Device manufacture date: 2020-04-13. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin gave erroneous results. The following information was provided by the initial reporter: "it was reported that they are not seeing the results they expected."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. The customer has stated that there was no particular issue with this product. Their communication was regarding their concern that the results of their testing was unexpected and were inquiring if there were any product issues. Bd and the region have made multiple attempts to further explore the customer's concerns. We have not received any response and have done our due diligence. We will certainly further examine this reported condition if additional information becomes available, based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin gave erroneous results. The following information was provided by the initial reporter: "it was reported that they are not seeing the results they expected.".